Manufacturer narrative:
H10 h11: b1, b2, h1, h2, h6; corrected information. - attachment: [memo - MDR submissions.pdf]

Manufacturer narrative:
H10 h3, h6: the navio surgical system logs, used in treatment, were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions for addressing error messages on the system. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that the surgery was completed with manual instruments. A delay of less than 30 minutes and no patient injury reported. No clinical/medical documentation has been provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts to obtain additional information regarding this complaint did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. The impact to the patient was reported as unknown. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported issue is if the malleoli were collected in the incorrect order or if there was a software failure.

Event description:
It was reported that during registration and after hip center there was an error stating ¿mallioli collected backwards¿, although they were not. Confirmed the correct leg was put in the system. Attempted to recollect several times. Then, edited the case and went back into it, with the same error coming up. The surgeon did not want to add any more time to this case and bailed to s&n manual instruments at that point. No patient injuries and delay of less than 30 minutes involved.